Manufacturer narrative:
The gore tag thoracic endoprosthesis IFU states that complications associated with the use of the tag device may include but are not limited to death.

Event description:
On (B)(6) 2015, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a type b dissection with primary entry tear located at 129 mm from the origin of the left subclavian artery (lsa). The patient was also suffering from intramural hematoma (imh) from the innominate artery to the origin of the dissection. It was reported that the aorta diameter at the level of the lsa was 29,4 mm and the total treatment length from the left subclavian artery to the celiac trunk was 280 mm . The physician implanted two devices. The first was tge343420/ 13629197 landing proximally to the lsa, and the second tge343415/ 13606289 was used to cover the distal part of the aorta landing just 10mm above the celiac trunk. At the end of the procedure the patient was in good condition, however, after 40 minutes the patient had an episode of low pressure around 50 mm hg and bradycardia. The anesthesiologist used the oxygen mask and the patient was back in few minutes, but again, after few minutes the patient started to have atrial fibrillation, low pressure and bradycardia. A pigtail catheter was inserted from the left radial artery to the ascending aorta with which it was diagnosed a type a dissection. The cause of the type a dissection is unknown. The patient expired during the procedure. The cause of death is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.also was involved tge343415/ 13606289.